Event description:
It was reported by repair work order that the bed was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.